Event description:
The reporter stated, that the haptic of an aq2003v silicone three piece lens was torn while being loaded into the cartridge, but was not noted until the lens was being injected into the patient's eye. The lens was inserted and the incision was enlarged to remove the lens.

Manufacturer narrative:
.